Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the catheter could not be pushed forward in the aorta. When retracting the catheter, it got stuck in front of the sheaths and could no longer be moved back and forth. In order to pull out the catheter and the sheath, the catheter was cut off at the handle. After that, it was possible to pull out the catheter. There was no adverse patient consequence reported. Additional information was received. It was reported that the catheter was stucked in full deflected position. It was not possible to push/ pull or turn the knob. It was very difficult to remove the catheter during the procedure. The catheter was stuck inside of the patient. There was no physical damage observed at the distal end of the catheter.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the catheter could not be pushed forward in the aorta. When retracting the catheter, it got stuck in front of the sheaths and could no longer be moved back and forth. In order to pull out the catheter and the sheath, the catheter was cut off at the handle. After that, it was possible to pull out the catheter. There was no adverse patient consequence reported. Additional information was received. It was reported that the catheter was stucked in full deflected position. It was not possible to push/ pull or turn the knob. It was very difficult to remove the catheter during the procedure. The catheter was stuck inside of the patient. There was no physical damage observed at the distal end of the catheter. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the shaft was cut and that the tip was slightly bent. A manufacturing record evaluation was performed for the finished device number lot 31285408l and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation due to the returned condition of the device. The potential cause of the bent tip could be related to the manipulation of the device during or after the procedure, however, this could be conclusively determined. The instruction for use (IFU) contain the following recommendations: always use the thumb knob to straighten the catheter tip before insertion or withdrawal of the catheter; with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft; do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter; follow standard practice for vessel puncture, guidewire insertion, and guiding sheath use and aspiration per its instructions for use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).